Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the batch or lot number available? Not recorded in medical record. Were any issues with clip formation experienced during the initial procedure? No. How many clips were placed proximal and distal? Do not have that information. During the second procedure were still clips visible on the duct? If so, what was the shape or form of those clips? Not known. How was the leak addressed? Ercp with stent placement. How was the second operation completed? Same as above. What is the patient current¿s status? Not known.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the batch or lot number available? Were any issues with clip formation experienced during the initial procedure? How many clips were placed proximal and distal? During the second procedure were still clips visible on the duct? If so, what was the shape or form of those clips? How was the leak addressed? How was the second operation completed? What is the patient current¿s status? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that post op a laparoscopic cholecystectomy procedure on (B)(6) 2013 that was completed with the normal post op expectations. The patient was returned to the o.r. The next day on (B)(6) 2013 due to a leak at the cystic duct site where the clip was placed. There is no other information at this time concerning how they corrected the leak and patient status.